Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 2 months. The replaced portion of the driveline was received for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted due to red heart and pump stop alarms occurring during the night. The patient was asymptomatic. Log files and x-rays were submitted to the manufacturer's technical services representative for analysis. A review of the submitted log file showed multiple pump stops and speed drops while the system was connected to the power module. Submitted x-ray images showed a kink near the driveline exit site and possible damage to the metal shield at the end of the bend relief. On (B)(6) 2016, the manufacturer's technical services representative performed an external driveline replacement. It was reported that after the repair, no further alarms were observed while the system was connected to the power module with the use of a grounded patient cable. On (B)(6) 2016, the patient experienced an additional pump stoppage while the system was supported on the power module. X-rays reviewed by the manufacturer's technical services representative appeared unremarkable. A pump exchange was performed on (B)(6) 2016.

Manufacturer narrative:
The explanted pump is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that after the external driveline replacement on (B)(6) 2016, the patient was discharged home. Days later, the patient was readmitted for an asymptomatic rise in lactate dehydrogenase (ldh) level despite a therapeutic inr. Pump thrombus was suspected. The patient was placed on unspecified anticoagulation therapy, and the ldh level was being monitored. An echocardiogram ramp study was performed; the results were not provided. Despite downward trending of the ldh value, another pump off alarm occurred overnight on (B)(6) 2016 while the system was connected to the power module. On (B)(6) 2016, the patient's pump was exchanged.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of a potentially compromised wire in the driveline. The pump evaluation also confirmed the report of suspected thrombus. A distal end percutaneous lead replacement was performed and approximately 8.5 inches of the external portion/distal end of the driveline was returned and evaluated. Electrical continuity and high potential testing were performed on the 8.5 inch portion of lead, which did not identify any breaches to the wires that would have resulted in the reported event. The pump was returned assembled with driveline cut approximately 1.5 inches from the pump housing and the severed portion of driveline was not returned. Electrical continuity testing of the 1.5 inch pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate layers were removed, and examination of the underlying wires revealed a breach in the insulation of the green wire, adjacent to the pump housing. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the green wire were exposed. The insulation breach of the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the green wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the pump was supported by the power module. This electrical short would have caused the report of low speed alarms and pump stoppage events. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball and the stator blades. The deposition was not adhered to any of the surfaces. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump could not be conclusively determined, the deposition showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup of the rotor, indicate that the deposition was not present for an extended period of time while the pump was operating. The remaining pump¿s blood contacting surfaces were free of any adhered thrombus or deposition. The remaining pump¿s blood contacting surfaces were free of deposition. If it were present while the pump was operating, the deposition found in the pump could have potentially contributed to the report of elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. A direct correlation between the observed deposition in the pump, and the compromised wire in the driveline could not be conclusively determined. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.